Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.50/3.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Low vault with rotation was observed. On (B)(6) 2019 the lens was repositioned, but the lens rotated again vertically. For patients current condition the reporter reported, high mixed astigmatism and bcva was reported to be 6/12. The reported indicated that the lens needs to be replaced with a longer length lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device code 2923 should have been included in initial MDR. Method code 4117 should have been included in initial MDR. Claim#: (B)(4).